Event description:
Pt had cataract surgery on the left eye complicated by a limited choroidal hemorrhage. This caused a difficult intraocular lens insertion and prolonged operating time. A retinal burn due to operating microscope light resulted. Vision of left eye now correctable to 20/70-80.